Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the a patient with diabetes (pwd), thoroughly checked the device to ensure it had not fallen off and believes the cannula may still be in the skin. The pwd reported feeling hyperglycemic, with a blood glucose reading of 306 mg/dl. No patient injury was reported.